Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 400 mg/dl at time of incident and other blood glucose level was 413 mg/dl. Customer treated with manual injection. Customer expressed some symptoms may be indicative of the possible onset of diabetic ketoacidosis. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will not be returned for analysis.